Manufacturer narrative:
Medwatch sent to FDA on 08/11/2015. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of bruising, swelling, purplish discoloration, brownish/blackish discoloration and "blood vessels have bled out" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported having an injection with unspecified juvederm voluma in the tear troughs. About an hour after injection, the patient developed "bruising, purplish discoloration and swelling under [their] eyes." The swelling "resolved without any treatment." The patient consulted with the injecting physician and was told "blood vessels have bled out" and that "it would eventually go away." (B)(6) after the injection, the patient remains concerned with the "brownish/blackish discoloration" under the eyes. Patient treated the bruise with "hirudoid" and the hyperpigmentation with "laser/light modalities." Patient noted the physician saying that "nothing that could be done to resolve the adverse event." Symptoms are ongoing.